Manufacturer narrative:
This report is submitted june 26, 2017.

Event description:
Per the clinic, the patient experienced wound dehiscence resulting in extrusion of the receiver stimulator through the skin flap. A 1cm granuloma was found at the implant site, with purulent discharge. Subsequently, the patient was treated on (B)(6) 2016, with a topical steroid, which controlled the wound. The issue reoccurred, and on (B)(6) 2017, the receiver stimulator was exposed. The patient was treated with a topical steroid for a duration of 3 days, and on (B)(6) 2017, the device was explanted.

Manufacturer narrative:
This report is filed on july 05, 2017.